Event description:
Xomed ent nose drill made by medtronic. Shaves the sinus extra cartilage, 3rd case of the day. Turned over the equipment for 3rd case from the 1st case. Functioned appropriately on the 1st case without difficulty. Before the start of the case the device was turned on and it stated foot pedal error and intermittently turned on without pressing the foot pedal; 1st action was to change out the disposable handpiece and the problem continued, 2nd they changed out the motor unit itself, problem continued; 3rd action was to change out foot pedal and this resolved the problem. Case continued without difficulty. FDA safety report ID# (B)(4).